Manufacturer narrative:
Device evaluate by MFR.: synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found stent struts lifted at proximal section. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located 19cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20apr2023. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified middle of left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed shaft break.